Manufacturer narrative:
If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was doing a bipolar on a large male. Bone stock was good. Surgeon referred to bone quality as 'rock solid.' Surgeon reamed sequentially using rejuvenate reamers. Sequentially broached up to a size 11 broach. Broach was fully seated. The broach was removed and stem was implanted. The stem subsided 2-4mm from where the broach was seated. The stem was removed to investigate for a fracture. No fracture was found and stem was re-implanted and calcar planed. Surgeon is concerned about the stems and broaches being consistent."